Event description:
The following was reported to hamilton medical ag: self test failed, safety ventilation - tf 331001 (pvent-control defect) technical event - 233004, 233002, 231002. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was not updated with full UDI information as requested since the device was manufactured before 2015. Updated fields: b4, d1, g3, g6, h2.

Event description:
The following was reported to hamilton medical ag: self test failed, safety ventilation - tf 331001 (pvent-control defect) technical event - 233004, 233002, 231002. No patient involvement.